Event description:
Patient reported undergoing total hip arthroplasty on (B)(6), 2008. Patient reports that revision surgery has been recommended due to alleged pain, tissue reactions and rash. No revision has been performed to date. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Per the IFU for the recap femoral resurfacing head, it is not to be used with an acetabular component; "the femoral head resurfacing device is not cleared for use with an acetabular component in the united states." Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture of the femoral neck and/or postoperative pain." The user facility was notified of the event on (B)(6), 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00875).